Event description:
It was reported that during a laparoscopic surgery the tissue pad of the device broke off inside of the patient. All of the pieces were retrieved. Another device was used to completed the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the tissue pad was no longer attached to the clamp arm of the device. The pad was returned with the device. The distal tip of the device was heavily blackened, and there was melted damage to the tissue pad. The instructions for use state "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."